Event description:
The customer reported the nozzle on the rinse mechanism was dripping water into the cuvettes and they had received questionable results for multiple patient samples. The specific number of patient sample involved was unclear. One example was provided by the customer of a hemoglobin a1c result of approximately 26% that repeated at 8%. The result of 26% was reported outside the laboratory. There were no adverse effects to any of the patients. The customer refused to provide any further data. The hemoglobin a1c reagent lot number and expiration date were not provided. The field service representative determined there was worn vacuum tubing and spliced the vacuum tubing. The customer ran qc with expected results and precision testing passed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.